Event description:
During a steerable ureteroscopic renal evacuation (sure) procedure on (B)(6) 2026 utilizing a third-party ureteral access sheath (uas), the physician encountered difficulty accessing a stone within challenging anatomy, requiring extensive device manipulation. Subsequently, it was reported that the device could not be withdrawn through the uas. The procedure was halted. No patient injury or adverse clinical outcome was reported.

Manufacturer narrative:
The device was returned for investigation and revealed that the boston scientific ureteral access sheath (uas) was still connected to the device. The investigation concluded that the device experienced mechanical stresses during the procedure, resulting in hypotube damage and the inability to withdraw the device through the uas. The device instructions for use (IFU) include appropriate warnings and cautions, stating that if any damage occurs or the device stops functioning during a procedure, the user should immediately discontinue use, troubleshoot the issue, and continue the procedure with a new device, as appropriate additionally, the IFU has appropriate warnings to not use excessive force when advancing or withdrawing an accessory within the cvac aspiration system. Doing so can cause patient injury such as perforation, avulsion, hemorrhage, urothelial damage, or damage to the device/cvac aspiration system. The lot history review (lhr) for lot# 91044213 was conducted, which confirmed there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated the device met all design and manufacturing specifications when released for distribution. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.